Event description:
It was reported that the patient experienced increasing incontinence due to atrophy with an artificial urinary sphincter (aus). The original implant was done twelve years ago with a cuff revision performed nine years ago. A replacement surgery was performed in which all the components were removed and replaced. There were no malfunctions associated with the old implant. The patient was said to be good after the procedure. No more information available at the moment. Should additional pertinent information become available, it will be provided.